Manufacturer narrative:
(B)(4) 2015 05:06 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of some clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring transected by cautery tool¿. The confirmed failure mode has been investigated in our CAPA system. The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. (B)(4) 2015 02:58 pm (gmt-4:00) added by (B)(4): the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. (B)(4) 2015 04:21 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half during ligation of branches. The hospital did not report any patient effects. The product is returning. The c ring broke during the procedure, during branch location. There was no harm to the patient and they opened a new kit to finish the case.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half during ligation of branches. The hospital did not report any patient effects. The product is returning. The c ring broke during the procedure, during branch location. There was no harm to the patient and they opened a new kit to finish the case.